Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-41590.

Event description:
Customer reported the insulin pump kept going into threshold suspend and when he check blood glucose it was about the limit. Threshold suspend was set at 61 mg/dl and customer's blood glucose was 150 mg/dl. Now the sensor is telling him he was at 400 mg/dl and blood glucose was 226 mg/dl. Customer was advised how to properly calibrate the senor. No further information reported.